Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) leaked. It consumed helium very fast and a bottle of helium could only be used for about 10 hours. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Communication/interviews (4111): the fse has not been to the site due to the covid lockdown. The getinge field service engineer (gfse) instructed the customer to replace the helium cylinder and gasket by telephone, and the leakage still existed. The patient was unaffected and the device was functioning but using too much helium. Preliminary judgment is that the leak point is in the helium pressure reducing valve. At present, the patient has been weaned, and the machine has been suspended. The equipment is not cleared for clinical use. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Patient or person height (cm): 176a getinge field service engineer (fse) was not dispatched to evaluate the iabp unit due to the covid lockdown, engineers cannot go to the site to inspect the machine. Instruct the customer to replace the helium cylinder gasket by telephone, and the leakage still exists, the customer can only take the method of replacing the helium in time to maintain the operation of the equipment. The patient is unaffected and the device is functioning normally. Preliminary judgment is that the leak point is in the helium pressure reducing valve. At present, the patient has been weaned, and the machine has been suspended. Equipment has been returned to customer and not allowed to use in clinical. If information is received, we will reopen and update the complaint. H3 other text : not returned to manufacturer